Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the integrated electrosurgical unit (iesu) to correct the reported problem. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The iesu was analyzed, and failure analysis reproduced and confirmed the reported issue. The unit was placed on an in-house system and run in normal mode. On startup, the unit displayed error c-34. Monopolar energy did not fire.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer was unable to fire monopolar energy. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found multiple c-30, m-11, and m-18 errors. Prior to calling, the customer tried different power cords and different ports on the erbe generator, but the issue persisted. The tse had the customer power cycle and hard power cycle, but the error returned when firing monopolar energy. The customer had a force triad or cable to use, and all other vision side carts were in use at the time of the call. The customer was continuing without monopolar energy. At a later time in the same procedure, the customer called back and stated that they had tried changing the cord, monopolar instrument, and power cycled the erbe generator, but the issue remained. The m-11 error returned. After multiple energy activation attempts, monopolar would fire intermittently. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and confirmed that the issue was resolved after the field service engineer replaced the erbe generator.